Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister called to reported a hospitalization due to high blood glucose. The current blood glucose reading is 214 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer experience vomiting, confusion and feeling tired. Customer is treated with insulin drip. During troubleshooting, time and date are correct. Programming correct. Manual prime correct, insulin exits the tubing. High pressure test passed. Nothing further reported.